Manufacturer narrative:
There are no allegations of failure or malfunction of the nalu system or any of its components. The adverse event is directly caused by external trauma that is unrelated to the device.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the patient reports dropping a griddle on the in site of the implant incision, causing the incision to open and expose the implanted leads. On (B)(6) 2023 a surgical revision was performed to replace the exposed leads and close the incision.